Event description:
It was reported that during a percutaneous coronary intervention procedure, a shaft break occurred. Vascular access was obtained via the femoral artery. The lesion details are unknown. This model - 6fr impulse guide catheter was being torqued by the physician and a shaft break occurred at mid-catheter. The device was removed from the patient intact. The procedure was completed with another of the same model - 6fr impulse guide catheter. No patient complications were reported and the patient's status is ok.

Event description:
It was reported that during a percutaneous coronary intervention procedure, a shaft break occurred. Vascular access was obtained via the femoral artery. The lesion details are unknown. This model - 6fr impulse guide catheter was being torqued by the physician and a shaft break occurred at mid-catheter. The device was removed from the patient intact. The procedure was completed with another of the same model - 6fr impulse guide catheter. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis and there was blood in the lumen. The shaft was completely separated with exposed braiding 34cm from the hub. The separated ends showed evidence of torsional damage. Inspection of the remainder of the impulse presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).